Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received in a pressurized state. A functional evaluation revealed that the hinge joint was very difficult to move after de-pressurization. The hinge joint was disassembled and it was noted that the bottom seal was deformed and had formed a ridge on it¿s outer edge. This seal was no longer flat. This ridge caused increased friction which made the manipulation of the hinge joint difficult after de-pressurization. The complaint was confirmed and the root cause has been determined to be a failure of the lower seal of the hinge joint. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. It is recommended that the instructions for use, be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals. Date of event: unknown. Usage of device: unknown.

Event description:
It was reported that during the surgery the upper elbow of the spider arm is constantly stiff and is very difficult to manipulate. Delay greater than 30 minutes reported. Back-up device was not available to complete the surgery. Patient outcome is unknown.